Event description:
Patient's husband reported he insert the infusion set in the upper thigh of the patient on (B)(6) 2014 in the evening. Husband stated on (B)(6) 2014 the patient experienced an elevated blood glucose level of 400 mg/dl. Husband reported when he took off the self-adhesive, the teflon needle was folded and outside of the patient's body; adhesive was dry. Husband injected the patient with 10 units of insulin and checked the ketone level, was 2.3. Husband stated he inserted a new infusion set and his daughter drove the patient to the hospital where they are stabilizing her blood glucose level. Patient's diabetes nurse reported the issue has nothing to do with the pump but is due to a falsely fixed infusion set as when the patient arrived to the hospital, the second infusion set was falsely fixed. Patient has already disposed of the alleged infusion set. No product return requested.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device was discarded.